Event description:
It was reported that occlusion alarms occurred. Following a system check by tandem technical support the customer resumed insulin therapy. There was no reported adverse impact to customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.